Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system detached from the extension during use. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system detached from the extension during use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the device history report for lot number 6146714 was reviewed, no related abnormalities were found. Material number 383323 for lot 6146714 was manufactured on 06/15/2016. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Unfortunately a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: unable to determine the exact root cause of the issue; since, no sample or photo defective was returned for evaluation.